Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that catheter and sheath were across septum, and left atrium access was lost. Whole system was retracted. When reintroduced the physician kept aspirating bubbles and suspected valve leak. The procedure was completed successfully by using a different device (different model). No patient complications have been reported. No leak was noted. Farawave and versacross connect were inside the sheath prior to, and/or at the time, the air was observed. Pressure bag was used for the irrigation of sheath. The guidewire was at the catheter tip as recommended in instructions for use (IFU) the product is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.